Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 9 years have passed since the subject device was manufactured. Based on the results of the investigation, it has become difficult to turn the switch on and off because the harness between the power switch and the power supply unit has become stiff due to repeated use of the power on / off for a long period of time. The instructions for use have the following statement which can prevent the event: "do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons.".

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. The user report was confirmed during device evaluation due to a faulty main power switch becoming stuck and depressed. Further evaluation revealed scratches on the top cover and dents on the front panel mouth. A testing of the lamp life meter showed an expired lamp with a reading of over 500 hrs. High intensity mode was not working due to a worn out scope socket and slider switch. The igniter and iris cable was up to date, the fun and air pressure were both in functioning order. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the power switch for the evis exera ii xenon light source was malfunctioning and becoming stuck during procedure preparation. There was no patient harm or consequence reported as a result of this event.